Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unspecified pump failure could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. Additional comments: n/a additional comments 2: failure mode updated per (B)(4). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that the patient was being transported via bed by transport staff, and when they rolled out of the room to the hallway, an unspecified pump failure occurred. Biomed replaced the module latch.